Event description:
Pt presented to ER per ambulance for transient hypotension. B/p had improved from 78/56 to 110/44 by the time they arrived for treatment. The pt was connected to a monitor and paced beats at 132 were noted. The nurse remembered a situation involving a monitored pt and pacemaker captured at 70 bpm.